Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration port of an unspecified number of intravia empty containers broke off and stuck to the spike when the spike was removed. This issue was identified when removing the spike to change bags. The containers were being used for epidural infusions infused with an epidural pump (non-baxter) with the proprietary tubing of the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the membrane tube was not attached to the bag. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.